Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a leak occurred 60-90 minutes after the start of a blood transfusion. The blood tubing was primed and connected to the patient¿s central line and properly secured. The unit of packed red cells was infused and near the end of the infusion, a leak was observed at the IV site. No patient harm was reported.

Manufacturer narrative:
The customer¿s report of a leak at the IV site was not confirmed. Visual inspection showed no damages or anomalies with the set. Functional and pressure testing resulted in no leaks. The male luer was measured and found to be within iso standards. The customer did not send in the mating component that was connected to this set during the event. The root cause of the customer¿s report could not be identified.

Event description:
The customer reported that a leak occurred 60-90 minutes after the start of a blood transfusion. The blood tubing was primed and connected to the patient¿s central line and properly secured. The unit of packed red cells was infused and near the end of the infusion, a leak was observed at the IV site. No patient harm was reported.